Manufacturer narrative:
This customer reported 2 falsely elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report number(s) are referenced in the respective 3500a form for traceability.

Event description:
Customer reported elevated blood lead patient results with leadcare ii (lc ii) while troubleshooting with magellan's technical services (ts) a separate incident. (B)(6). Customer reported a lc ii test result of 4.2 g/dl while confirmatory testing on venous blood result was < 1.0 g/dl. Copy of the confirmatory test results have not been made available to magellan. As part of this event's troubleshooting ts asked customer to describe method used for capillary blood collection and testing. Customer indicated preparing patient hands by wiping the collection site with alcohol pads, lancing, and wiping first drop of blood away by touching skin. Customer reported, filling capillary tube to black line with no air bubbles, and immediately dispensing the specimen into the treatment reagent (tr) tube with the plunger provided and gently mixing, then using dropper included in the test kit to dispense sample onto "x" of sensor. Ts identified customer is not washing the patient's hands with soap and water and let air-dry following cdc recommendations for capillary blood lead collection as indicated in the device's instructions for use. 2/25/26 ts emailed customer for update. 3/11/26 ts attempted to contact customer unsuccessfully.